Event description:
It was later reported that the manufacturer representative was not aware of any infection .it was indicated that patient was seen on (B)(6) 2014 during the replacement and on (B)(6) 2014 for programming. It was reported a day later that the patient had an infection by the health care provider. The patient was instructed by his physician assistance to go to her urologist and get it taken care of with antibiotics. The hcp thought it was more personal hygiene issue than anything else.

Event description:
It was noted that the patient took a bad fall in the winter and pulled the wires out of her bladder . Noted that the healthcare provider had to go back in to replaced the wires and the implant was completed on (B)(6) 2014. The patient stated that because of the fall and her dog, ¿stating because she was a diabetic and it was getting infected¿. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0455172v, implanted: (B)(6) 2004, product type: lead. Product ID: 3031, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. (B)(4).